Event description:
During a mechanical thrombectomy procedure for a left m1 occlusion, the patient was noted to have a tandem occlusion with 97% occlusion of the internal carotid artery (ica), as well as severe tortuosity and stenosis of the cervical internal carotid artery (ica). After unsuccessful passes with two other third-party catheters, the physician selected a zoom 7x catheter. During the procedure, the third-party guide catheter positioned in the cervical ica prolapsed and lost its position. The physician subsequently removed the guide catheter and zoom 7x catheter together as a system. After the system was removed from the patient, the tip of the zoom 7x became stuck within the third-party guide catheter. While attempting to remove the zoom 7x catheter for use with another guide catheter, the catheter shaft separated. The reported break occurred outside the patient, and no intervention was needed. The physician then used a zoom support catheter and another zoom 7x to successfully complete the procedure. The patient was reported to be stable post-procedure.

Manufacturer narrative:
A zoom 7x device was returned for investigation. The device was received separated into distal and proximal catheter segments, confirming shaft separation. Examination of the returned device identified catheter shaft damage consistent with axial loading during use, including elongation and stretching of the catheter jacket material at the separation location. Additional findings included kinking and tip damage on the distal segment. The complaint reported that a third-party guide catheter had prolapsed and lost position. After the system was removed from the patient, the zoom 7x became stuck within the third-party guide catheter and subsequently separated during an attempt to remove it. Based on the available information, a definitive root cause could not be established. However, the investigation determined that the reported shaft separation was likely related to an interaction between the prolapsed third-party guide catheter and the zoom 7x. Manufacturing records were reviewed and confirmed the product met all design and manufacturing specifications prior to release.